Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: exact date is unknown, not provided, but the best estimate date is between (B)(6) 2021. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye due to power miss. A replacement lens of the same model was used. The explanted lens was discarded at the customer site. No further information was provided.